Manufacturer narrative:
Indicated product is a titanium dome port with attachable 8.0 fr. Catheter in a peel-apart percutaneous introducer system. Product rec'd for evaluation is a 10.0 inch long segment of 8.0 fr. Single lumen catheter, a titanium dome port and a loose cath-lock. Printed in catheter's blue stripe are four individual depth markers. Most proximal is a 4-dot marker 1.7 inches from proximal end. A large arc in catheter begins 5.0 inches from proximal end and dried blood is located intermittently throughout length of lumen. Port and cath-lock have blood residue on their external surfaces and port chamber contains a clear fluid with a white residue covering chamber floor. An indeterminate number of needle punctures are in port septum. A lot history review reveals no related mfg issues and no other complaints for this lot. The complaint file documents that less than 24 hrs after device placement, attempts to aspirate were unsuccessful. A dye study confirmed"...the catheter had separated and migrated to the svc." Tactual exam of the tubing reveals a tensile weakness corresponding with the large arc beginning 5.0 inches from the proximal end. A second tensile weakness is located 6.2 inches from the proximal end. Magnification (15x) reveals no damage to the outer diameter is noted in these areas. These weaknesses indicate the catheter had been stretched beyond its tensile limits. An abraded annular ring impression in the outer diameter 2.6 inches from the distal tip suggests a ligature had been secured around the catheter. Microscopic exam of the proximal end reveals an irregular edge with a broken and granular face suggesting blunt trauma, however, no damage or cath-lock impression is found in the outer diameter. This indicates that a tubing segment has not been included in the complaint sample. Examination of the cath-lock and port stem at 14x-20x magnification reveals serrated impressions in both. This is evidence of manipulation with a serrated instrument such as a hemostat. Thirty power magnification of the catheter's distal tip reveals no defect or deformation to the valve. The complaint of subcutaneous catheter breakage and embolization is confirmed. It should be recorded as user-related. The impressions in the cath-lock combined with multiple scratches and impressions on the port stem are evidence that mechanical manipulation of the device components had been employed. The broken and irregular edge of the available catheter's proximal end suggests this tubing had broken away from another (absent) tubing segment. The lack of any indication the cath-lock was engaged over the proximal end of the catheter supports the implication the entire complaint was not returned for evaluation. The product instructions for use cautions the user regarding the potential for mechanical damage to the delicate silicone material if the proper catheter connection technique is not followed or traumatic instruments and sutures are used in handling the tubing or components.

Event description:
The port was placed on 3/18/97 for chemotherapy. On 3/19/97, the port could not be aspirated. A dye study wad done which showed the catheter to be in the svena cava. The catheter fragment will be snared by the radiology dept and the port will be removed.